Event description:
Knees became very swollen [knee swelling]; fluid buildup [knee effusion] ; knee warmth [joint warmth] ; knee pain/ painful to the touch [knee pain] . Case narrative: based on additional information received on 02-aug-2018, company suspect product was updated from synvisc to synvisc one. Initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from a pharmacist via health authority (food and drug administration; reference number- mw5077926) country: united states this case involves an unknown age patient who experienced knees became very swollen, fluid buildup, knee warmth and knee pain/ painful to the touch, while he/she using with the use of medical device synvisc one. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In 2018, the patient started using synvisc one dosage 6 ml (48 mg/ml) (lot - 7rsl044, 10-oct-2020) for unilateral primary osteoarthritis. On (B)(6) 2018, the patient developed an event of a serious knees became very swollen (joint swelling), fluid buildup (joint effusion). On an unknown date, the patient experienced knee warmth (joint warmth) and knee pain/ painful to touch (arthralgia) after unknown latency after the use of synvisc one. The patient was hospitalized for these events in 2018. Final diagnosis was fluid buildup, knees became very swollen, knee pain and knee warmth. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for knees became very swollen, fluid buildup knee warmth and knee pain. A pharmaceutical technical complaint (ptc) was initiated on 02-aug-2018 for synvisc one with global ptc number: (B)(4). The production and quality control documentation for lot 7rsl044 expiration date (10/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl044 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 02-aug-2018 there are 9 complaints on file for lot 7rsl044: (8) adverse event reports and (1) tip breakage. Sanofi will continue to monitor complaints to determine if a CAPA is required. Follow up was received on 19-jul-2018. No new information was received. Additional information was received on 02-aug-2018. Global ptc number and results were added. Suspect product was updated from synvisc to synvisc one. Action taken was updated from unknown to not applicable. Text was amended accordingly. Additional information was received on 18-sep-2018 from pharmacist. Verbatim updated for knee pain to knee pain/ painful to the touch. Clinical course updated. Text amended accordingly. Upon internal review on 18-sep-2018, it was assessed that the case was first reported from health authority and regulatory reference number added.